Event description:
It was reported by the customer that during a free flap procedure, the medium device would not reload correctly and cut the vessel instead of clamping the vessel. The small device would not auto reload the next clip. A reusable clip applier was used to complete the procedure adverse consequences reported.

Event description:
The customer reported to baxter (B)(4) that an intermate sv100 was missing the blue cap before use. There was no report of patient injury or medical intervention. No additional information is available at this time. This is report 6 of 9 received with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.